Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37635 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation a guide wire lumen kink was observed inside the balloon segment. During inspection of the handle segment, the bellow was stuck/ glued on the hypotube-push button assembly. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.87 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon catheter was washed, loaded into the sheath, and moved forward to the patient's heart after all preparation and test procedures were completed. Although no rough movement was applied, the balloon catheter's shaft was bent and did not straighten after being inflated and pushed through the pulmonary vein. The procedure was completed. No patient complications have been reported as a result of this event.